Event description:
It was reported that air was observed in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain phase of peritoneal dialysis therapy on the homechoice machine. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. A technical service representative reviewed proper procedures with the care giver and instructed the care giver to continue as normal with therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.